Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of accidental disconnect with the pd transfer set and fungal peritonitis with culture positive for yeast in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex therapy (nightly, dose not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced an accidental disconnect with the pd transfer set. On (B)(6) 2011, the patient experienced fever (actual value not reported) and chills which required hospitalization. On an unreported date, the patient began remedial therapy with fluconazole (dose, frequency and route not reported). On (B)(6) 2011, the pd catheter was removed, dianeal pd4 ambuflex therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. The root cause of the peritonitis was the accidental disconnect with the pd transfer set. The nurse reported that per the patient, the disconnection was not user error but rather related to the transfer set. At the time of this report, remedial therapy with fluconazole was ongoing and the outcome for the event of fungal peritonitis with culture positive for yeast had not resolved. It was not reported if the outcome for the event of accidental disconnect with the pd transfer set had resolved. The nurse considered the event of fungal peritonitis with culture positive for yeast to be unrelated to dianeal pd4 ambuflex therapy. The nurse did not provide an assessment of causality for the event of accidental disconnect with the pd transfer set. Follow-up information was obtained from the nurse on 05jan2012: the patient has performed apd for a couple of years. The transfer set had been in use for two weeks prior to the event. When the transfer set fell off, the patient double-clamped his pd catheter and then reattached the transfer set. The patient presented to the clinic and the transfer set was replaced. The titanium adapter was not replaced. There was no visible damage to the titanium adapter. No difficulties were noticed at the time of the initial connection or at the time of disconnection. The nurse is not aware of anything that may have caused the disconnection. The sample was discarded.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This report of a separation could not be confirmed since no sample was available. A batch review revealed no exceptions associated with the reported problem. The root cause for the possible separation cannot be determined without a sample or further information on circumstances associated with the event. This issue is being investigated through CAPA.